Event description:
It was reported that during implant, the right ventricular (rv) lead was placed and dislodged. As the physician attempted to re-place the lead, the physician was having difficulty getting normal sensing and thresholds. The patient's blood pressure dropped and the physician observed a pericardial shadow. The implant procedure was discontinued and a pericardialcentesis was performed due to the effusion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.